Event description:
A caller reported an alarm issue with the adc device. The caller reported that the low glucose alarm failed to trigger when customer became hypoglycemic and the customer developed symptoms of confusion/disorientation, convulsions, vomiting, and loss of consciousness. Paramedics were called and the customer taken to hospital where they were provided glucagon injection for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensor, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed. All results were within specification. Low glucose alarms were not went off. A further extended investigation was performed. Visual inspection has been performed on the returned sensor and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event 3 and 4 indicating normal termination of the sensor without any error. Attempted to activate the sensor. The sensor was found to be in sensor state 6 (indicating early termination). The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor and no issues were observed. The returned battery voltage was measured and it was not within specification range. The returned battery was replaced. The sensor was activated with a known good reader and signal and sound icons were observed as activated. Waited few minutes to ensure that there was no disruption in the bluetooth connection between the devices. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Reader was connected to software to establish bluetooth connection and isf (interstitial fluid) command was sent to receive ble (bluetooth low energy) packets on the app screen after waiting for few minutes. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. The passing of accuracy testing and generation of 5 ble (bluetooth low energy) packets indicates that there is no issues with the returned sensor. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kits were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an alarm issue with the adc device. The caller reported that the low glucose alarm failed to trigger when customer became hypoglycemic and the customer developed symptoms of confusion/disorientation, convulsions, vomiting, and loss of consciousness. Paramedics were called and the customer taken to hospital where they were provided glucagon injection for treatment. There was no report of death or permanent injury associated with this event.